Event description:
Retrospective review - images lost/ mwl study stored as "unknown". No images found in study after closing it locally. Data loss was reported and re-scans of patients required. Exam types could not be confirmed.

Manufacturer narrative:
This complaint was created as a result of the retrospective review per (B)(4). Implementation action. Reference: (B)(4).

Manufacturer narrative:
The log file were reviewed by engineering, and it was stated that it is likely a user error case. When a background worklist query occurs while the patient registration page is open, the system by design will refresh the worklist, and clear the pending patient information from the registration form. When this happens, if the user presses start study, or image capture to begin the study, without confirming the information on the form, the system will create an unknown patient. It is the same as simply pressing the image capture button when no patient is registered to begin an emergency study. The background worklist query happens on a time interval that is pre-configured on the system config page for worklist (default is 30 minutes). The interval is not reset by a manual refresh of the worklist. It is possible that the user might refresh the worklist to begin registering a patient, and the time for the next background query occurs, and clears the list while they are editing it. The user should be able to see in the patient banner that the name is not registered with the actual name, and it can be corrected before continuing the exam. However, if the user does not realize that the patient's name is "unknown", (for example, when the patient banner is hidden), the exam is completed, and sent to pacs, and cannot be found. Thus, the data is not "lost". This issue and the workaround have been described in service knowledge base# skb0105207 for users to view. Reference# (B)(4).